Manufacturer narrative:
Device evaluation the pump was returned with the percutaneous lead severed approximately 2 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed a darkened appearance and laminated layering, indicating that the rings formed over an undetermined period of time. The observed thrombi could have contributed to the reported hemolysis and flow issues. The evaluation could not conclusively determine the cause of the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The device is expected to be returned for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient, who has a history of previously unreported driveline infection, had an abnormal echocardiogram ramp study and a rise in lactate dehydrogenase levels. On (B)(6) 2016, the patient underwent a pump exchange where visible thrombus was reportedly present inside the pump. No additional information was provided.